Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed due to a hole in the capsule. Another lens was then used as a replacement. The incision was not enlarged and no sutures were required. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information a root cause for this report event could not be determined.